Manufacturer narrative:
As of this report, the device remains in service. There is no further information available. Should additional information become available, this event would be updated.

Event description:
Boston scientific crm received information that this sales representative called technical services to discuss magnet rates for this device that has been implanted for 17 years. The sales representative was questioning if the device was still functioning. The patient had experienced a syncopal episode. Upon a device check, there was no capture with a magnet and the pacing rate was below 80, indicating end of life (eol). The patient's device had not been checked in 6 years. The cardiologist and the patient were going to discuss whether or not to replace the device.